Event description:
The customer alleged that she performed a control test and received a result of 238 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer was unable to further troubleshoot the meter. Her test strips are to be returned for eval. Replacement test strips were sent to the customer.